Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance that resulted in a lead safety switch (lss). Additionally, the device exhibits oversensing of noisy signals. Technical services (ts) suggested troubleshooting actions. The lead remains in use. No adverse patient effects were reported.